Event description:
Review of the surgeon's report and database indicates a broken sign im nail. Review of the pt x-rays confirms the broken nail and shows a non-union, which appears to have shifted, placing a high level of stress on the distal end of the nail causing a lever affect and the break. Surgeon states that the pt has had multiple surgeries and the non-union may be as old as 4 - 5 years and may have been complicated by fwb of the pt. Cause: long standing non-union with fwb caused the non-union to shift resulting in increased stress on the distal end of the im nail resulting in breakage of the nail at one of the distal screw slots. No indication on product defect.